Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell five of five while the patient was connected. The care giver did not see any issues with the supplies. The renal therapy service agent assisted with clearing the alarm and removing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.